Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73e1600050 investigations did not show issues related to the complaint. The device investigation has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples do not close. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with the trigger partially engaged. The staples appear properly aligned. However, one staple is partially formed in the stapler. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 29 staples left in the cartridge indicating that 6 staples have been fired by the end user. (B)(4). An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The partially engaged trigger was squeezed using hand pressure. Upon full engagement of the trigger, one properly formed staple was deployed. Upon release of the trigger, the staple was released. This was repeated multiple times. The staple was able to properly form and release each time. However, the trigger occasionally got stuck. After a few attempts, a piece of plastic broke off of the trigger near the pawl. Once the piece broke off, the trigger no longer got stuck. To simulate insertion other remarks: into the skin, the stapler was fired into a foam pad. All four staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The stapler was disassembled to determine what caused the piece of the trigger to break. The pawl was found to have been spun around, facing the wrong direction. It appears that since the sample was received with the trigger partially engaged, the constant pressure of the trigger and pawl caused the part of the trigger to break off and spin the pawl around. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "the staples not closing" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the coverblock. All staples were able to close correctly. However, a piece of the trigger broke off during testing. Before it broke off, the trigger would occasionally get stuck when it was engaged. After it broke, the stapler worked with no issues. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No errors could be found in the assembly. The stapler was received with the trigger partially engaged. Therefore, based on the condition of the sample received , operational context caused or contributed to this event.

Event description:
The staples do not close.the patient's condition was reported as fine.